Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator experienced an issue with repair therapy. Additional information has been requested. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heart start xl+ defibrillator indicating that the therapy delivery test failed. The fse evaluated the device onsite and determined that the device failed to deliver the therapy due to a defective capacitor. As a result, the capacitor was replaced to resolve the issue. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective capacitor. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The issue was resolved by replacing the capacitor and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.